Event description:
It was reported that the customer received a no delivery alarm, before and after a motor error alarm. The customer's blood glucose level was 330 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The customer was not able to complete the rewind sequence. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test and verify no delivery alarm due to motor error alarm. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.